Event description:
Port was implanted (B)(6). (B)(6) the port was accessed without difficulty per policy, for lab work to be drawn, upon flushing the nurse noticed swelling around the port site without blood return. Port needle left in for dye study. Port evaluation performed under fluoroscopy showed left subclavian chest port has its tip overlying the superior vena cava. There is kinking of the catheter tubing at the junction of the port reservoir. Contrast injection into the port reservoir demonstrated extravasation from the catheter at the port reservoir junction. Fractured port catheter tubing at the port reservoir junction. Port was explanted (B)(6) 2026.